Event description:
The customer reported a leak at the junction of an access administration set. This occurred after priming with a saline solution. There was no patient involvement or medical intervention necessary.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted the y connector was separated from the tubing. The reported condition was verified. The assignable cause could not be determined. A CAPA currently exists to address this issue. The action taken was to create a local production process to define clearly the specifications of the insertion requirements of the tubing to be followed during the manual assembly of this product code. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.